Event description:
It was reported that during an unknown procedure the ¿replace instrument¿ alert screen is displayed. And then the device could not be activated during procedure. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2026 d4 batch #: c9e94v investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade broken inside of the tube. The broken blade was located at an area inside the tube proximal to the tissue pad, consistent with a side load being applied to the blade while active with the jaw closed. During functional testing on energy systems, an alert screen was displayed and the device stopped activating when the blade became damaged. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens including "remove instrument from patient," ¿blade error detected,¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. No conclusion could be reached as to how the blade crack issue occurred. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.